Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. T-pal small trial implant siz 8 non deta (part# 03.812.308, lot# 8634080, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the proximal end of the device was broken off. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following document(s) was reviewed: trial implant ¿ us small size kpl ¿ se_296503 rev f/c. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for t-pal small trial implant siz 8 non deta (part# 03.812.308, lot# 8634080, qty# 1). While a definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2021, the end of the t-pal small trial implant broke off due to a defective unknown t-pal applicator. There was no patient or surgical impact. There is no further information available. This report is for one (1) t-pal trial spacer 10mm x 28mm 8mm height. This is report 2 of 2 for (B)(4).